Event description:
Drug/diluent: zosyn 4.5g in normal saline. Fill volume: 100 ml/hr. Procedure: treatment for pseudomonas pneumonia. Cathplace: antibiotic treatment. (Please reference 2026095-2013-00040/13-00184, 2026095-2013-00041/13-000186, and 2026095-2013-00042/13-00187). Physician ordered zosyn to be given over 4 hours. Pharmacist filled homepump reference # ((B)(4), 400ml/100ml/hr) to 400ml¿s. It ran over 3 hours according to the patient. Patient¿s outcome was reported to be stable and no adverse effects noted.

Manufacturer narrative:
Method: at this time it is unk if the device will be returned to I-flow for eval and investigation. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. Conclusions: a follow-up report will be filed when the investigation has been completed. Info from this incident has been included in our product complaint and MDR trend reporting system. Add¿l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.